Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced issues with infusion set, wherein the infusion set adhered to the skin for approximately one hour before detaching prematurely. There was patient involvement with no harm.